Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels and no delivery alarm on the insulin pump. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose level via manual injection. Customer¿s parent advised when they changed out their infusion sets the no delivery issues remain unresolved. Customer was advised to monitor the issue and call back if the issue persists. Customer¿s parent declined to troubleshoot for high blood glucose levels.